Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pcu module was sending multiple messages, that epic was unable to load the data and pump rate verify wasn't working. The module send a total of (B)(4) interface messages on (B)(6) 2018. The customer stated that ; "it looks like the pump was sending up to 4 messages per second for "pump-status-paused". There was no issues with connectivity to the alaris server. The patient was discharged, there was no report of patient harm. It was reported that the integration engineers, reviewed this case and found that "the pump door(s) wasn't quite all the way closed. That is why the pcu triggered alarms, status messages were generated, and sent through the interface to epic." The rn reported that normal saline flush was programmed as IV fluids at the time of the event. Due to the statement: made: "the pump door(s) wasn't quite all the way closed reported by the integration engineers, there was no adverse patient event such as an over infusion.